Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. The implantable defibrillator was in back-up mode. The patient was brought into clinic and a device download was performed successfully.